Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had missing pixels and lines going through, random no delivery alarms, had to rewind more than once per reservoir and had e code error. The insulin pump will be returned for analysis.